Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise, not reproducable non invasively, however when the patient inhaled, pacing stopped. The lead was capped and a new lead was implanted.